Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the ligasure device was working intermittently and failed to seal tissue. A new ligasure handpiece was used with the same generator to complete the procedure and it worked fine. There was no patient injury.